Event description:
On (B)(4) 2013 it was reported that the vns patient was experiencing an increase in seizures and no longer feeling stimulation from the vns generator due to a possible dead battery. A battery life calculation was performed which showed 0.0 years remaining until eos = yes. Good faith attempts are currently being performed for additional information.

Event description:
Clinic notes were received on (B)(6) 2013 with reports of the device being unable to be interrogated. Patient has been scheduled for a vns replacement consult. Thus, surgical intervention is likely, but has not occurred to date.

Event description:
On (B)(6) 2013 it was reported that the patient underwent a generator replacement that day due to eos. Pre-operative interrogation was unsuccessful and believed to be the result of a completely dead generator battery since the same programming system worked as expected on the patient¿s new generator. The explanted generator was returned for product analysis. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Manufacturer narrative:
Adverse event or product problem, corrected data: the event is now a serious injury as surgical intervention is planned (vns generator replacement). Outcomes attributed to adverse event, corrected data: intervention is now required (surgical replacement of vns generator). Type of reportable event, corrected data: the overall reportability of the event is now a serious injury.